Manufacturer narrative:
A sample is available that has not yet been received by mfg for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Add'l info has been requested. (B)(4).

Event description:
A doctor reported having difficulty in creating the main wound as the knife was not cutting through during surgery. An alternate knife had to be obtained in order to complete the procedure. At one date post op, no adverse effect was recorded at the wound site. Add'l info has been requested. Add'l info was received which clarified that the wound was not water sealed at the end of the procedure and air was applied to the anterior chamber, post-surgery. The pt's vision was not as expected at the next day post op. Add'l info has been requested.